Manufacturer narrative:
Siemens has completed an investigation of the reported event. With the available information a hardware failure at the connectors of the mcu was identified. During the investigation, log files showed problems with the can communication and the mcu (motor controller unit). Exchange of the hardware of the mcu was performed and the failure did not reoccur. This is the first known occurrence of this kind of error. No further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ta system. During a patient examination, stand movement was not possible due to an mcu error. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.